Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2013 with the following findings: investigators were unable to confirm or duplicate dim/fading display. There was a scratched lens found during investigation. Unrelated to the complaint, the keypad was damaged and worn. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen had been blinking and fading but was now blank after the pump had been exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.